Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with: lumbar segmental instability; low back pain; lumbar radiculopathy; lumbar annular tear; lumbar spinal stenosis and underwent the following procedures: anterior lumbar discectomy l5-s1; anterior lumbar interbody arthrodesis l5-s1 through retroperitoneal approach - difficult secondary to multiply operated abdomen; placement of anterior intervertebral biomechanical device, ls-s1 (paired cages); harvest of local cortical and corticocancellous bone graft for spinal fusion; use of rhbmp-2 bone graft for spinal fusion; intra-operative fluoroscopic guidance. As per op-notes¿ I performed an aggressive decompression at the l5-s1 disk space. I then placed bmp soaked sponges overlying these areas and made a final check of the cages. The cages were filled with bmp using a medium kit. The cages which were placed were 14 x 23 mm paired cages. The patient tolerated procedure without difficulty or complication.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.